Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-05529 and 2134265-2018-05530. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery to a vessel below the knee. After a non-bsc introducer sheath was introduced and a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation; however, during the first inflation the balloon ruptured. The device was simply removed from the patient. A 2.5mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation but the balloon also ruptured. The device was completely removed from the patient. Furthermore, a bigger size 3.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the same lesion but the balloon also ruptured. The device was completely removed from the patient. Dilation of the same lesion was ended and the distal side was dilated with a coyote es balloon catheter and another non-bsc balloon catheter. Plain old balloon angioplasty was performed using a sterling balloon catheter and the procedure was completed. No patient complications nor injuries were reported.